Event description:
It was reported that suture placement was attempted in the right common femoral artery using the preclose technique prior to an interventional abdominal aortic aneurysm (aaa) repair procedure. The arteriotomy was 10f. During the aaa procedure the sheath was upsized to 18f. Reportedly, during needle deployment only three needles came through the barrel. The fourth needle did not go through the barrel, but beside the barrel. Needle backdown was performed and a second prostar xl was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event, one needle failed to deploy, was confirmed. The probable cause was determined to be related to the operational context during use of the device and not a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of a query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.